Event description:
The pump was returned for service. During service, depleted main batteries were found. Per customer service, the customer reported no injury or medical intervention.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed potentially damaged batteries. Baxter service replaced the main batteries. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is currently being investigated under CAPA, which is in the implementation stage.